Event description:
It was reported that the patient was experiencing overstimulation and undesired sensations all over the body. It was also noted that the patient would have a burning sensation when trying to charge the ipg and noticed that pain would improve when the stimulator was off. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-2317-70, (sn:(B)(6)). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 40.5 cm from the distal end of the lead. The clean-cut damage was a result of a typical explant procedure, and not considered a failure. Electrical test could not be performed due to the cut lead body. The damage was a result of a typical explant procedure, and not considered a failure. No other anomalies were identified on the returned portion of the lead. Sc-2317-70, (sn:(B)(6)). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 43.5 cm from the distal end of the lead. The clean-cut damage was a result of a typical explant procedure, and not considered a failure. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. Sc-4318, (lot number: 26729930). The returned anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Sc-1232 (sn:(B)(6)). The returned ipg revealed normal characteristics during the visual and functional examination. However, analysis of the data log revealed excessive ble.cpp faults occurred while charging, which can cause a system reset. With all the available information, boston scientific concludes that the reported complaint was confirmed. The interactions of the chargers charge field induce noise on the submodule of the bluetooth communication chipset and cause internal resets for the bluetooth communication chipset, which can cause a system reset. If a system reset occurs, it will cause the stimulation to turn off and turn back on. The user could perceive the sudden change in stimulation status as a feeling of overstimulation sensation. Therefore, this investigation is assigned a probable cause of cause traced to device design.

Event description:
It was reported that the patient was experiencing overstimulation and undesired sensations all over the body. It was also noted that the patient would have a burning sensation when trying to charge the ipg and noticed that pain would improve when the stimulator was off. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: (B)(4). Product family: click x anchor, upn: (B)(4), model: sc-4318, bach: 26729930.

Event description:
It was reported that the patient was experiencing overstimulation and undesired sensations all over the body. It was also noted that the patient would have a burning sensation when trying to charge the ipg and noticed that pain would improve when the stimulator was off. The patient underwent an explant procedure.